Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The no delivery alarm functioned properly. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose had been running high for the past three weeks due to an insulin pump malfunction. The customer's blood glucose ran between 15 mmol/l and 25 mmol/l except for one instance in which it reduced to 9.9 mmol/l. The customer believed she was either sick or on her period, but once she confirmed it was neither her blood glucose remained high. The customer experienced nausea, dehydration, moodiness, and fatigue. The customer was advised to call their health care professional as the symptoms were indicative of the onset of diabetic ketoacidosis. The customer chose to troubleshoot instead. There were no apparent anomalies with the pump or the pump settings. A high pressure test was performed and the pump failed. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.